Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s adverse event of peritonitis. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty select cycler with the liberty cycler set. It has been well established pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Additionally, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced peritonitis while on peritoneal dialysis (pd) modality. It was reported the patient has experienced peritonitis. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed as there is no patient name or identifying demographics in which to follow-up.